Manufacturer narrative:
Trackwise ID # (B)(4). The investigation has been started, since the complaint was received, the following contents have been conducted: 1. DHR review: the DHR of the reported lot 3000140390 has been reviewed. There¿s no deficiency identified from production relevant to the acrobat-I stabilizer vacuum failure prior to this complaint. All the products had been performed 100% visual inspection and vacuum leak test during production. They all passed the visual inspection and vacuum leak test, which demonstrate the sufficient vacuum was obtained, the baffle seal had been sealed completely and was able to lift the weight. 2. Trend review: in the last 12 months, 20th may 2020 to 20th may 2021, the occurrence rate is found to be approximately (B)(4). 3. Root cause evaluation, since the device claimed with the vacuum failure could not be returned for analysis due to suspected infectious disease, the vacuum failure could not be confirmed. Information has been collected from hospital as more as possible to do the investigation; 1) the hospital checked the connection. There was no problem of the connection. Because spare om-10000z was no problem. 2) the hospital checked the vacuum. The hospital always used at 400 mmhg, and didn¿t change the pressure. 3) the vacuum pump work properly and vacuum source continuously stable during procedure. 4) there was no broken on the vacuum tube/tubing sets/canister or any other connecting components. 5) there was no kink on the vacuum tube/tubing sets/canister or any other connecting components. 6) there was no leakage noise on the device/connection points/components. It was usual. 7) the hospital adjust the shape of the baffle to fully contact the heart of the patient without leakage. 8) there was nothing blocked the holes on the baffle hypo tube. 9) there was nothing blocked inside coil tubing, tubing set, canister, stopcock. 10) the hospital just changed the om-10000z stabilizer itself only. As to the available information from hospital, the suction issue may cause by the om-10000z stabilizer itself. 1. One is that the baffle foot may not be completely sealed. 2. Vacuum hole in each pod of each foot (a total of 8 pods and 8 holes in hypo tube) may be blocked by tissue or blood during use. However, base upon the DHR review, there¿s no deficiency identified from production relevant to the acrobat-I stabilizer vacuum failure prior to this complaint. All the products had been performed 100% visual inspection and vacuum leak test during production. They all passed the visual inspection and vacuum leak test, which demonstrate the sufficient vacuum was obtained, the baffle seal had been sealed completely and was able to lift the weight. The potential cause the baffle foot may not be completely sealed is excluded. With the available information, it is not possible to determine if the vacuum hole in each pod of each foot (a total of 8 pods and 8 holes in hypo tube) may be blocked by tissue or blood during use. The most probable root cause could be the vacuum hole in each pod of each foot (a total of 8 pods and 8 holes in hypo tube) may be blocked during use, which cause the suction is not stable and discontinued. Above all, the device was not returned to getinge, so it is not possible to confirm the reported failure and determine the root cause for the reported event. Investigation not indicates a manufacturing defect caused or contributed to the reported failure. All the products were performed 100% visual inspection and vacuum leak test during production, they all passed the visual inspection and vacuum leak test, which demonstrate the sufficient vacuum was obtained, the baffle seal had been sealed completely and was able to lift the weight. The most probable root cause could be the vacuum hole in each pod of each foot (a total of 8 pods and 8 holes in hypo tube) may be blocked during use, which cause the suction is not stable and discontinued. The trend regarding the suction failure is being kept in monitoring.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer z, when om-10000z was prepared, suction was unstable and it was discontinued. There is no problem using the spare om-10000z. No damage to the patient's health.

Manufacturer narrative:
Trackwise ID #(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer z, when om-10000z was prepared, suction was unstable and it was discontinued. There is no problem using the spare om-10000z. No damage to the patient's health.